Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and haemorrhagic ovarian cyst ('haemorrhagic ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity, menstruation abnormal, endometrium cystic, endometrial polyp and uterine fibroid. Concomitant products included hydrocodone, ibuprofen (motrin), nsaids, tizanidine and topiramate. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), haemorrhagic ovarian cyst (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), uterine polyp ("reproductive system disorder or condition type of disorder or condition: endometrial polyps"), uterine cervical metaplasia ("reproductive system disorder or condition type of disorder or condition: squamous metaplasia of cervix"), cervix inflammation ("reproductive system disorder or condition type of disorder or condition: cervix has acute/chronic inflammation"), back pain ("back pain"), neuralgia ("nerve pain"), adenomyosis ("other injury(ies) or complication(s) - please describe: adenomyosis") and abdominal distension ("bloating") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), leiomyoma ("tumor / teratoma / cancer - type: leiomyomata") and uterine leiomyoma ("tumor / teratoma / cancer - type: fibroid uterus"). The patient was treated with drainage of hemmorrhagic ovarian cyst: lvh (laparoscopic vaginal hysterectomy) and surgery (ablation, cryoablation and total hysterectomy (full) ¿ laparoscopic, cystoscopy, drainage of left ovarian cysts). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, headache, uterine polyp, uterine cervical metaplasia, cervix inflammation, weight increased, back pain, neuralgia, adenomyosis, leiomyoma and uterine leiomyoma had not resolved and the haemorrhagic ovarian cyst and abdominal distension outcome was unknown. The reporter considered abdominal distension, adenomyosis, back pain, cervix inflammation, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, leiomyoma, menorrhagia, migraine, neuralgia, pelvic pain, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 and 2013. Surgery (other) - type of surgery: cystoscopy: lvh on (B)(6) 2011. Surgery (other) - type of surgery: drainage of hemorrhagic ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, cervix inflammation, uterine cervical metaplasia, adenomyosis, leiomyoma." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Event: bloating were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity, menstruation abnormal, endometrium cystic, endometrial polyp and uterine fibroid. Concomitant products included hydrocodone, ibuprofen, nsaids, tizanidine and topiramate. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), uterine polyp ("reproductive system disorder or condition type of disorder or condition: endometrial polyps"), uterine cervical metaplasia ("reproductive system disorder or condition type of disorder or condition: squamous metaplasia of cervix"), cervix inflammation ("reproductive system disorder or condition type of disorder or condition: cervix has acute/chronic inflammation"), back pain ("back pain"), neuralgia ("nerve pain"), adenomyosis ("other injury(ies) or complication(s) - please describe: adenomyosis") and ovarian cyst ("ovarian cyst") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), leiomyoma ("tumor / teratoma / cancer - type: leiomyomata") and uterine leiomyoma ("tumor / teratoma / cancer - type: fibroid uterus"). The patient was treated with drainage of hemorrhagic ovarian cyst and surgery (ablation, cryoablation and total hysterectomy (full) ¿ laparoscopic, cystoscopy, drainage of left ovarian cysts). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, headache, uterine polyp, uterine cervical metaplasia, cervix inflammation, weight increased, back pain, neuralgia, adenomyosis, leiomyoma and uterine leiomyoma had not resolved and the ovarian cyst outcome was unknown. The reporter considered adenomyosis, back pain, cervix inflammation, dysmenorrhoea, fatigue, genital haemorrhage, headache, leiomyoma, menorrhagia, migraine, neuralgia, ovarian cyst, pelvic pain, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 and 2013. Surgery (other) - type of surgery: cystoscopy: lvh on (B)(6) 2011. Surgery (other) - type of surgery: drainage of hemorrhagic ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, cervix inflammation, uterine cervical metaplasia, adenomyosis, leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), dysmenorrhea, fatigue, migraines / headaches, pain, reproductive system disorder or condition type of disorder or condition: endometrial polyps; squamous metaplasia of cervix, cervix has acute/chronic inflammation, weight gain / loss (specify which one) weight gain, back pain, nerve pain, other injury(ies) or complication(s) - please describe: adenomyosis, tumor / teratoma / cancer - type: leiomyomata, fibroid uterus, did not undergo confirmation test. Reporter information, medical history, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)'), genital haemorrhage ('abnormal bleeding (general)') and haemorrhagic ovarian cyst ('haemorrhagic ovarian cyst') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included morbid obesity, menstruation abnormal, endometrium cystic, endometrial polyp and uterine fibroid. Concomitant products included hydrocodone, ibuprofen, nsaids, tizanidine and topiramate. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) clots"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), migraine ("migraines"), headache ("headaches"), uterine polyp ("reproductive system disorder or condition type of disorder or condition: endometrial polyps"), uterine cervical metaplasia ("reproductive system disorder or condition type of disorder or condition: squamous metaplasia of cervix"), cervix inflammation ("reproductive system disorder or condition type of disorder or condition: cervix has acute/chronic inflammation"), back pain ("back pain"), neuralgia ("nerve pain"), adenomyosis ("other injury(ies) or complication(s) - please describe: adenomyosis") and haemorrhagic ovarian cyst (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss (specify which one) weight gain"), leiomyoma ("tumor / teratoma / cancer - type: leiomyomata") and uterine leiomyoma ("tumor / teratoma / cancer - type: fibroid uterus"). The patient was treated with drainage of hemmorrhagic ovarian cyst: lvh (laparoscopic vaginal hysterectomy) and surgery (ablation, cryoablation and total hysterectomy (full) ¿ laparoscopic, cystoscopy, drainage of left ovarian cysts). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, fatigue, migraine, headache, uterine polyp, uterine cervical metaplasia, cervix inflammation, weight increased, back pain, neuralgia, adenomyosis, leiomyoma and uterine leiomyoma had not resolved and the haemorrhagic ovarian cyst outcome was unknown. The reporter considered adenomyosis, back pain, cervix inflammation, dysmenorrhoea, fatigue, genital haemorrhage, haemorrhagic ovarian cyst, headache, leiomyoma, menorrhagia, migraine, neuralgia, pelvic pain, uterine cervical metaplasia, uterine leiomyoma, uterine polyp, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008 and 2013. Surgery (other) - type of surgery: cystoscopy: lvh on (B)(6) 2011 surgery (other) - type of surgery: drainage of hemorrhagic ovarian cysts. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, pelvic pain, cervix inflammation, uterine cervical metaplasia, adenomyosis, leiomyoma." Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: correction due to discrepancy between coding action item and match point coder query ¿. Significant coding correction done. Event: ovarian cyst was updated to hemorrhagic ovarian cyst. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.